Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment and denied moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery compartment was confirmed to be cracked. Moisture was also observed in the battery compartment. A leak test was performed and confirmed a battery compartment leak. The pump case was removed and no further evidence of moisture ingress was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the clip insert broke free from the pump casing, which has no effect on insulin delivery.